Event description:
It was reported that the device was used during a sub total gastrectomy (bilroth I). The handle of the device broke as the surgeon was attempting to fire the device. The surgeon excised the tissue and re-anastomosed with another device. Or time extended by one hour.